Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
It was reported from the site by the clinical engineer that the patient was readmitted from home on (B)(6) 2016 with complain of dizziness and melena. Patient's torsemide was changed from bid to daily dosing to help with dizziness. Dizziness improved by (B)(6) 2016. Gastrointestinal (gi) team consulted and on (B)(6) 2016 and patient was taken for an esophagogastroduodenoscopy (egd), which was negative for any active bleeding. A video capsule study was also done on (B)(6), which showed blood in the small bowel and a questionable ulceration. On (B)(6), patient underwent a double balloon enteroscopy, but no active bleeding was seen, so no interventions were performed. Patient's lowest hgb during admission was 6.9, but received no transfusions since he is a transplant candidate. Patient was discharged home on (B)(6) 2016 on octreotide im monthly injections. Patient seen in clinic on (B)(6), no further bleeding episodes to date. No additional information available.